Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that a clinician calling in regard to this implantable cardioverter defibrillator (ICD) was concerned that this device was exhibiting early battery depletion. The device exhibited a voltage drop of 0.09v over an approximate 6 month time period with a current charge-time of 7 seconds. Technical services (ts) discussed the normal battery curve and compared it with the behavior of this device and indicated that this device appears to be performing as expected on the curve. Ts recommended normal follow-up and monitoring. Additional information was provided that this patient had been placed on an intensified follow-up schedule. The current battery voltage was noted to be 2.50 with a charge time of 12.3 seconds. Ts discussed that the elective replacement indicator (eri) value. It was noted that the patient would be brought back in 2 weeks for a device check to determine if at eri. Then ts discussed replacement of the device within 90 days of reaching eri. To date, there have been no reported adverse patient effects associated with this clinical observation. The device was later explanted for normal battery depletion and was returned for analysis.